Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing low blood glucose (bg) levels (47-80 mg/dl). The customer was disconnected from the pump and glucose or carbohydrates was consumed to address the bg level. The contact was not sure what caused the low bg. During troubleshooting with tandem technical support (cts), the pump time was found to be off by one hour since daylight savings. The pump time was updated. The contact reported that the customer had participated in sports over the weekend and the exercise was not considered during insulin delivery. Cts advised the contact to discuss the exercise and insulin requirements with a healthcare provider. The contacted had no further questions.